Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's insulin pump experienced an a-21 alarm following an unexpected restart. Her blood glucose was 195mg/dl at the time of reporting. She was advised to monitor the insulin pump and call again if the problem continued. No equipment was returned. No additional information was reported.